Event description:
There was a loose wire on the system which affected circuitry after turning on the system. You can't x-ray or move the machine. It is completely down.

Manufacturer narrative:
(B) (4). The system was repaired, found to be operating as intended, and released to the customer for use.